Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat an l2 osteoporotic fracture. It was reported that during cement injection, the fluoroscopic image revealed cement extravasation into a lumbar vein. X-ray and CT were also performed post-op and confirmed mild extravasation into the vein. No patient symptoms were reported in association with this event.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # c01a, the 510k # k041584 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.